Event description:
The user facility reported that an operator initiated a processing cycle and use dilution came out past the lid seal onto the workroom floor where the system 1e is located. The processing cycle did not complete but rather remained in process with the lcd displaying "testing memory". The instrument was removed and reprocessed in another system 1e. No report of injuries, property damage, or procedural delay.

Manufacturer narrative:
The steris technician inspected the system 1e and found the processing cycle had cancelled for "power failure" on the cycle printout. The technician tested the dc voltage to rex controller and found it to be in specification. He tested the unit including running a diagnostic and processing cycle and found the unit operational. A follow-up report will be submitted should additional information become available.

Manufacturer narrative:
The system 1e subject of the reported event was returned for evaluation. Quality inspected the returned unit and found it to be in good working condition. They initiated several diagnostic and processing cycles which completed with no issue. Their inspection identified no issue with the lid latching mechanism or inflatable seal and found the unit to be fully operational.